Event description:
It was reported the dr couldn't remove the catheter through an 8fr sheath. The catheter was inflated/deflated to 15atm. Both the catheter & sheath were removed as a single unit & another of the same sheath & a competitor's catheter was used for dilation after placement of a stent to complete the procedure with no further complications being reported.